Manufacturer narrative:
Additional information: the device has been received and the evaluation is in progress. A supplemental report will be submitted once the evaluation is complete. (B)(4).

Event description:
A solitaire was selected the physician inserted the introducer sheath into the hub of the microcatheter. Immediately, they felt an unusually high amount of friction going into catheter. They kept pushing and continued to experience high friction all the way to the tip of the catheter. As the distal markers were exiting the tip of the catheter, the friction was too great to push. The device was unsheathed in the clot and left in place for 5 minutes and then the catheter with the solitaire were simultaneously pulled into the shuttle under aspiration. The devices came out as normal and with some clot on it. However, upon further examination in the saline bowl, it was realized that there was a major defect on the solitaire device. The physicians stated that the device had a knot. A new solitaire was used through the same catheter without further incident. Two additional passes were made. It was reported that the patient had some degree of continued stroke. The patient was given tpa prior to the procedure. Per the physician, the device did not cause any injury to the patient.

Manufacturer narrative:
Additional information: the solitaire device was returned for evaluation without the introducer sheath. The finger markers, working length and non-working length (tear-drop) were in good condition. The middle working length was found knotted. Visual inspection showed no irregularities outside of the marker band area. No bends were found with the pushwire. The solitaire was unable to be pulled back inside and in-house the small introducer sheath. The solitaire was able to be pulled back partially into an in-house larger introducer sheath. Based on the above findings, the customer's report was confirmed. The solitaire was damaged. A root cause analysis meeting was held. Root cause analysis identified that the most likely root cause category was "man" with other causes being much less likely. The exact source of the defect could not be identified. (B)(4). The middle working length was found knotted.